Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue began on (B)(6) 2015 at approximately 2am in the morning, when the patient reportedly obtained a reading of ¿72mg/dl¿ using the subject device, compared to a reading of ¿40mg/dl¿ obtained using a onetouch ultra device, both measurements were within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results exceeds lifescan¿s criteria for accuracy. The patient stated that he manages his diabetes using insulin and self-adjusts the dose based on his blood glucose readings, and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that he experienced symptoms of ¿dizziness, feeling unwell and tired¿ an unknown time before the alleged meter issue began, and reportedly self-treated by consuming additional food and/or drink on (B)(6) 2015 at approximately 2:04am and felt better afterwards. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure and an approved sample site was being used. The csr was unable to confirm whether the test strips were expired or not. The csr noted that the patient did not have control solution so was unable to walk through a re-test. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop signs/symptoms suggestive of severe hypoglycemia or hyperglycemia, in addition the patient stated that the symptoms were experienced prior to the meter issue. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients test strips and meter have been returned and further evaluated by lifescan product analysis with the following findings: the test strips and meter passed all testing with no faults found. The reported issue could not be confirmed, however a secondary issue was noted. The vial label had some damage to a piece of non critical information. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.